Event description:
Customer reports back to back testing while using the compact system with results of: 166mg/dl to 63mg/dl, 63mg/dl to 219mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.